Manufacturer narrative:
Batch review performed on 18 july 2019: lot 180129: (B)(4) items manufactured and released on 09-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 162715. Batch review performed on 18 july 2019: lot 162715: (B)(4) items manufactured and released on 29-jul-2016. Expiration date: 2021-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø 56/28 (k092265) lot. 183113. Batch review performed on 18 july 2019: lot 183113: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: stem: quadra-h 01.12.036 cementless, ha coated lat stem # 6 (k082792) lot. 070490a. Batch review performed on 18 july 2019: lot 070490a: (B)(4) item manufactured and released on 09-oct-2018. Expiration date: 2023-09-26. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
Patient presented with infected hip 6 weeks post op. Surgeon has explanted prosthesis to treat infection with antibiotic spacer.